Event description:
A service rep inspecting the cobalt therapy unit determined that it was in urgent need of repair. Errors in the optical distance indicator, collimator cross wire setting and the lack of brakes on the treatment table could result in serious treatment position errors although none were actually observed or reported.